Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration /migration of essure device location of device: ovaries/perforation (fallopian tube(s))") in a (B)(6) female patient who had essure (batch no. 50670534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea since (B)(6) 2016. Concomitant products included finasteride (finex) since 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition : depression") and weight increased ("weight gain/ loss specify which one :weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menstrual disorder, female sexual dysfunction, depression, migraine, headache, nausea, dyspareunia, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, back pain, depression, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts.the number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :pelvic pain,dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs and mr recived.reporter information updated. Concomitant condition, laboratory data, lot no. Were added, date of insertion updated (as (B)(6) 2012 from (B)(6) 2013). Events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition : depression, migraines, nausea, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, lower back pain, stomach pain, updated events : migration of essure device location of device: ovaries,perforation (fallopian tube(s)). Onset dates and event outcome were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration /migration of essure device location of device: ovaries/perforation (fallopian tube(s))") in a 26-year-old female patient who had essure (batch no. 50670534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea since (B)(6) 2016. Concomitant products included finasteride (finex) since 2015. In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition : depression") and weight increased ("weight gain/ loss specify which one :weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, menstrual disorder, female sexual dysfunction, depression, migraine, headache, nausea, dyspareunia, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, back pain, depression, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts.the number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :pelvic pain,dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration /migration of essure device location of device: ovaries/perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. 50670534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. On (B)(6) 2016, surgical pathology report final diagnosis included uterus, cervix, bilateral fallopian tubes: cervix - unremarkable ecto and endocervix uterine corpus - metallic coils, benign proliferative phase endometrium bilateral fallopian tubes: unremarkable fallopian tubes. Concurrent conditions included amenorrhea since (B)(6) 2016, overweight, back sprain, vomiting, penicillin allergy and drug allergy. Concomitant products included finasteride (finex) since 2015. In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss specify which one :weight gain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition : depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with alprazolam (xanax) and surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, menstrual disorder, female sexual dysfunction, depression, headache, dyspareunia, weight increased, anxiety, dysmenorrhoea and alopecia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea, fatigue, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts.the number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :pelvic pain,dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received - new event 'dysmenorrhea (cramping), hair loss' were added. Historical and concomitant conditions were added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration /migration of essure device location of device: ovaries/perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: uterus"), uterine perforation ("perforation (uterus) / migration of essure device - location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. 50670534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection. On (B)(6) 2016, surgical pathology report final diagnosis included uterus, cervix, bilateral fallopian tubes: cervix - unremarkable ecto and endocervix uterine corpus - metallic coils, benign proliferative phase endometrium bilateral fallopian tubes: unremarkable fallopian tubes. Previously administered products included for prevent pregnancy: depo-provera. Concurrent conditions included amenorrhea since (B)(6) 2016, overweight, back sprain, vomiting, penicillin allergy, drug allergy and ligament pain. Concomitant products included finasteride (finex) since 2015 and paracetamol (acetaminophen) from 2012 to 2015. In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain/ loss specify which one :weight gain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition : depression") and anxiety ("mental anguish / psychological or psychiatric problems conditions type: anxiety"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with alprazolam (xanax), cyclobenzaprine, naproxen and surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, uterine perforation, menstrual disorder, female sexual dysfunction, depression, headache, dyspareunia, weight increased, anxiety, dysmenorrhoea and alopecia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea, fatigue, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts. The number of expanded coils that appeared trailing into the uterine cavity was 5. Current weight: 200lbs. Left 2 coils, right 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case the following ones were described in patients medical record confirming :pelvic pain,dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow-up 10 and 11 process together. Plaintiff fact sheet received. Events added from pfs- perforation (uterus) / migration of essure device - location of device: uterus. Historical drug, concomitant drug, treatment drug, aka name were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration /migration of essure device location of device: ovaries/perforation (fallopian tube(s))"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. 50670534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea since (B)(6) 2016 and obesity. Concomitant products included finasteride (finex) since 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain/ loss specify which one :weight gain"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition : depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with alprazolam (xanax), surgery (hysterectomy (full), with bilateral salpingectomy) and surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menstrual disorder, female sexual dysfunction, depression, headache, nausea, dyspareunia, fatigue, weight increased and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain upper, anxiety, back pain, depression, device expulsion, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details:both tubal ostia were seen clearly, giving the expectation of successful bilateral placement of the essure micro-inserts.the number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming :pelvic pain,dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: pfs received- new event mental anguish, device location of device: uterus, heavy bleeding were added. Outcome of genital hemorrhage, migraines updated to recovered / resolved. Treatment medication and concomitant condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.